Manufacturer narrative:
Device evaluation: a software investigation involving log analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that reloading the software resolved the issue. Gain calibration was performed. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, that system was working without any issue and plugged in and powered on but when attempted to perform calibrations a "ready" was not displayed on the pendant. Rebooting the system two times did not resolve the issue. A "an error occurred that could damage the system" message was displayed on the mobile view station (mvs). Rebooting the mobile view station (mvs) and image acquisition system (ias) separately and then plugging in the umbilical cable resolved the issue and site proceeded to calibration. It was reported that the site would attempt to calibrate but could not get the imaging system to perform an image. The gantry of the system would move but would stop and never take an image. There was no patient present at the time of the issue.